Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the load process. There was no impact to the customer's blood glucose level due to the malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition the contact reported the customer experienced an elevated blood glucose (bg) level however a specific value was not provided. Customer was contacted regarding the elevated bg level and the customer declined troubleshooting. Customer stated that travel and heat were probably the cause of their higher bg level.